Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Sixty-three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 3262337. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309623. Batch # 3262337. It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb needle was clogged / blocked. The following information was provided by the initial reporter: it was reported by customer that not dispensing properly product stays in syringe. Verbatim: rcc received a complaint via email. Not dispensing properly product stays in syringe.